Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the 60-year-old female patient was on impella cp support due to st elevated myocardial infarction (stemi). While on support, hematoma developed after peel-away sheath was exchanged for repo sheath. Manual pressure was held for two hours. Bruising was noted. Pressure was relieved and no oozing was present. The physician opted to inject lidocaine/epinephrine intradermal to help. Complications were successfully managed. Additionally, the impella had to be kept shallow otherwise the pigtail tickles patient¿s ventricle resulting in a significant amount of arrhythmias. Impella had intermittent ¿impella in aorta alarm¿ that is triggered when patient¿s systolic blood pressure (sbp) was below 90 mmhg. Echo ordered to verify position. The physician ordered to keep impella shallow, which helps with arrhythmias but risks impella inlet from coming out of the ventricle and causing suction on atrioventricular.

Manufacturer narrative:
The investigation for the positioning issue and the arrhythmias has been completed. No product was returned for analysis. Clinical details mention patient had small aortic arch/ventricle which contributed to positioning issues. The root cause of the positioning issue was most likely patient condition related. The root cause of the arrhythmia could not be determined without additional clinical details. Corrections to the initial MFR report: b1-should have selected product problem. G1 MDR reporting contact email.